Event description:
The account alleged the side rail is broken because the pt was sleeping on the side rail. No injury reported.

Manufacturer narrative:
The account replaced the side rail center arm to resolve the issue.